Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q1 2017 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 1014. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS; THE PATIENT INFORMATION INCLUDED IS AN AVERAGE OF THE DATA PROVIDED FOR THE EVENTS.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6) REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON MAY 6, 2021, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: THE TVT REGISTRY OR REPORTING FACILITY SUBSEQUENTLY WITHDREW/DELETED THE PATIENT COMPLAINT REPORT ITEM INDICATING AN UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION/UNSPECIFIED MINOR VASCULAR COMPLICATION ON DAY EIGHT POST-IMPLANT OF THE VALVE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701799233-1892747-20,I,SI,365,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C62876;C64343;C53269;701799233-1892747-20-1,S,SI,365,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62876;C64343;C53269;701799233-1912137-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-1960518-20,I,SI,188,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-1960518-20-1,S,SI,404,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-2073896-20,I,SI,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-2073896-20-1,S,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701799233-2207947-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-2233724-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-2412268-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-2434455-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-2440541-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-2578388-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-2744213-20,I,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-2853881-20,I,SI,53,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-2905391-20,I,SI,100,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701799233-2933184-20,I,SI,270,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;C53269;701799233-3092898-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3283931-20,I,SI,608,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701799233-3283931-20,S,,,,,;701799233-3285911-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701799233-3300495-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3308103-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3309455-20,I,SI,103,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701799233-3309455-20-1,S,SI,112,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;C53269;701799233-3318746-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3318746-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3318746-20-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701799233-3323002-20,I,SI,359,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3325145-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3326403-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3339444-20,I,SI,293,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3343322-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-3343707-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-3350490-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701799233-3352637-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3383490-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701799233-3387300-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3387300-20,S,,,,,;701799233-3389953-20,I,SI,333,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3405805-20,I,SI,370,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3411506-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3418184-20,I,SI,292,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701799233-3424048-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-3425071-20,I,SI,295,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3426821-20,I,SI,112,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;C53269;701799233-3427759-20,I,SI,245,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701799233-3428700-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3442693-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701799233-3443627-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701799233-3443804-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-3461251-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-3474244-20,I,SI,394,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3474416-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701799233-3482576-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701799233-3491679-20,I,SI,232,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3498683-20,I,SI,413,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3499297-20,I,SI,107,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3499297-20-1,S,SI,292,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3508117-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3508117-20-1,S,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;C53269;701799233-3508973-20,I,SI,259,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-3513598-20,I,SI,211,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3513598-20-1,S,SI,251,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3516630-20,I,SI,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3520036-20,I,SI,395,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3529785-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3530300-20,I,SI,298,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3536850-20,I,SI,372,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3537423-20,I,SI,258,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3547552-20,I,SI,89,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3555384-20,I,SI,363,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701799233-3560810-20,I,SI,71,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3575563-20,I,SI,261,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3575912-20,I,SI,267,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3575912-20-1,S,SI,373,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3576703-20,I,SI,141,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3580836-20,I,SI,119,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3580836-20-1,S,SI,131,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3581256-20,I,SI,337,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3583548-20,I,SI,208,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3583548-20-1,S,SI,237,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3586866-20,I,SI,121,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3586866-20-1,S,SI,294,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3589142-20,I,SI,201,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3589142-20-1,S,SI,203,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3590577-20,I,SI,122,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3591102-20,I,SI,93,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3591610-20,I,SI,288,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3596312-20,I,SI,106,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3597438-20,I,SI,416,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C62876;701799233-3597555-20,I,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3597555-20,S,,,,,;701799233-3598642-20,I,SI,42,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3602386-20,I,SI,75,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3602933-20,I,SI,227,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3607417-20,I,SI,35,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3607850-20,I,SI,211,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3607864-20,I,SI,141,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3608284-20,I,SI,167,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3609733-20,I,SI,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701799233-3611504-20,I,SI,50,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3615867-20,I,SI,87,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3618384-20,I,SI,114,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3618527-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3618702-20,I,SI,373,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3618870-20,I,SI,184,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3618903-20,I,SI,185,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3619431-20,I,SI,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3619431-20-1,S,SI,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3619431-20-2,S,SI,334,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3619431-20-3,S,SI,356,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3622051-20-1,S,SI,127,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3622051-20,I,SI,127,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3623857-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3623857-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3624344-20,I,SI,301,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3624863-20,I,SI,291,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-3625348-20,I,SI,356,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3629678-20,I,SI,247,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3631659-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343 ;701799233-3633872-20,I,SI,45,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3634776-20,I,SI,41,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3634776-20,S,SI,,,,;701799233-3634825-20,I,SI,65,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3635260-20,I,SI,253,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3636366-20,I,SI,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3637808-20,I,SI,301,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3638193-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701799233-3638193-20-1,S,SI,397,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701799233-3640953-20,I,SI,417,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3644115-20,I,SI,306,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3648926-20,I,SI,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-3650420-20,I,SI,279,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3650502-20,I,SI,126,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3650885-20,I,SI,234,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-3653955-20,I,SI,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3653955-20-1,S,SI,56,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3654330-20,I,SI,334,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3655975-20,I,SI,172,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3657453-20,I,SI,63,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3657865-20,I,SI,283,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3657865-20-1,S,SI,287,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3657865-20-2,S,SI,293,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-3657868-20,I,SI,58,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3657868-20-1,S,SI,224,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3658392-20,I,SI,302,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3658557-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3658557-20,S,SI,,,,;701799233-3658632-20,I,SI,157,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3658767-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-3658767-20,S,SI,,,,;701799233-3658767-20-1,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3658767-20-1,S,SI,,,,;701799233-3658805-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3658805-20,S,SI,,,,;701799233-3658805-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3658805-20-1,S,SI,,,,;701799233-3660897-20,I,SI,121,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3661362-20,I,SI,55,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3661362-20-1,S,SI,61,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3662110-20,I,SI,20,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3666128-20,I,SI,332,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3666270-20,I,SI,104,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3666270-20,S,SI,,,,;701799233-3666270-20-1,S,SI,105,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3666270-20-1,S,SI,,,,;701799233-3669090-20,I,SI,97,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3669640-20,I,SI,110,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-3669945-20,I,SI,126,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3671689-20,I,SI,78,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-3671871-20,I,SI,128,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3671871-20,S,,,,,;701799233-3674237-20,I,SI,48,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3678682-20,I,SI,197,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3686654-20,I,SI,311,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3686768-20,I,SI,351,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3687304-20,I,SI,292,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3689312-20,I,SI,145,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-3691864-20,I,SI,253,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3691864-20-1,S,SI,258,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3699861-20,I,SI,111,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3705856-20,I,SI,309,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3707466-20,I,SI,59,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3707550-20,I,SI,44,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3707550-20-1,S,SI,91,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3707550-20-2,S,SI,134,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3707600-20,I,SI,383,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3714240-20,I,SI,252,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3715784-20,I,SI,404,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3727015-20,I,SI,339,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3729527-20,I,SI,215,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3734569-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C64343;C53269;701799233-3747587-20,I,SI,190,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3747587-20-1,S,SI,267,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3763281-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3768784-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C53269;701799233-3769909-20,I,SI,195,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3776812-20,I,SI,252,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3779854-20,I,SI,59,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3780610-20,I,SI,62,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3788141-20,I,SI,207,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701799233-3791605-20,I,SI,47,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3810053-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3810053-20,S,,,,,;701799233-3810053-20-1,S,SI,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3810053-20-1,S,,,,,;701799233-3810284-20,I,SI,97,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3863626-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3863626-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3871236-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3871255-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3880048-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3880048-20-1,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3880048-20-2,S,SI,38,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3880048-20-3,S,SI,45,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3880048-20-4,S,SI,79,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3898542-20,I,SI,104,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3898542-20-1,S,SI,124,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-3898725-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3898736-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-3898736-20-1,S,SI,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3913364-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3913668-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3919761-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3920806-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3924214-20,I,SI,18,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3925756-20,I,SI,38,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3925756-20-1,S,SI,51,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3927940-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3929977-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3930881-20,I,SI,141,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3934427-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3947283-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3947283-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3947283-20-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-3947442-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269 ;701799233-3948988-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701799233-3948988-20,S,,,,,;701799233-3953434-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3954726-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3956815-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-3957518-20,I,SI,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3958624-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3960453-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3964857-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US; EVOLUTR-26-US,C76126;701799233-3970006-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3971310-20,I,SI,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3971366-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3973844-20,I,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701799233-3973844-20-1,S,SI,39,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701799233-3973844-20-1,S,,,,,;701799233-3974775-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-3980348-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3981048-20,I,SI,26,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3981087-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3981195-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3982634-20,I,SI,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-3982863-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3982863-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3982863-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3983087-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3983965-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3986862-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-3988732-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701799233-3990740-20,I,SI,113,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-3991204-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-3991402-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-3991600-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701799233-3991600-20-1,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701799233-3991647-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-3991689-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3991689-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3991689-20-2,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-3993627-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3993627-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-3999288-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4000243-20,I,SI,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4001401-20,I,SI,45,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4002451-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4002640-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4004137-20,I,SI,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4006102-20,I,SI,45,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4006769-20,I,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4008096-20,I,SI,59,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4010160-20,I,SI,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4010160-20,S,SI,,,,;701799233-4011143-20,I,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;C64343;C53269;701799233-4012333-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4012333-20,S,,,,,;701799233-4013700-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4016645-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4018989-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4019009-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4019009-20,S,,,,,;701799233-4019009-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4019009-20-1,S,,,,,;701799233-4019009-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4019009-20-2,S,,,,,;701799233-4019991-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4020181-20,I,SI,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4021338-20,I,SI,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4021657-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701799233-4021840-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4021840-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4022673-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;701799233-4023712-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4023851-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve ,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;C64343 ;701799233-4025852-20,I,SI,26,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4026847-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4027460-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4027842-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4028818-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-4028818-20,S,SI,,,,;701799233-4028880-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4029603-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4029603-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4029603-20-2,S,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4031676-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4033253-20,I,SI,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4033460-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4035241-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4035472-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4035472-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4035472-20-2,S,SI,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4035547-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4036336-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4036755-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4036906-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4038058-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4038058-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701799233-4038058-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4038058-20-3,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4038119-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4038222-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4038580-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4039080-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4039080-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4039080-20-2,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4039080-20-3,S,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4039898-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4040051-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4040277-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4040294-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4040423-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4040576-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4040947-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4040947-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4040991-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4041065-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4041351-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4042182-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4042635-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4042691-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4042754-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4042815-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4042918-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4043343-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4043598-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4043856-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4043967-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4044270-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4044312-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4044495-20,I,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4044531-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4044695-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4044797-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4044842-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4044842-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4044843-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4044849-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4044924-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4045010-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4045010-20-1,S,SI,20,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4045294-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-4045294-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701799233-4045294-20-2,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-4045369-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4046354-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4046672-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4046843-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701799233-4047117-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4047244-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4047624-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4047818-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4048263-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4048902-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4048945-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4049058-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4049362-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4049365-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4049373-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4049496-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4049534-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4049534-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4049642-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4049703-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4049703-20-1,S,SI,,,,;701799233-4049703-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62917;701799233-4049703-20,S,SI,,,,;701799233-4049738-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4050064-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4050146-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4050346-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4050475-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343 ;701799233-4050743-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4050762-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4051061-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4051113-20,I,SI,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4051310-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4051385-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4051385-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4051521-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4051784-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4051786-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4051912-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4051912-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4052056-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4052233-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4052377-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4052457-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4052457-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;701799233-4052457-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4052504-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4052537-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4052537-20-1,S,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4052600-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4052625-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4052719-20,I,SI,24,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4052719-20-1,S,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4052734-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4052823-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4052987-20,I,SI,41,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4053078-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4053078-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4053314-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4053314-20,S,,,,,;701799233-4053341-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4053522-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4053522-20-1,S,SI,24,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4053522-20-2,S,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4053637-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4053875-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4053892-20,I,SI,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4053892-20-1,S,SI,51,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4054211-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4054324-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4054331-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4055097-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4055097-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4055097-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4055114-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4055186-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4055186-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4055186-20-2,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4055252-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4055340-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4055340-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4055663-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4055663-20,S,,,,,;701799233-4056089-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4056089-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4056108-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4056171-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4056171-20,S,,,,,;701799233-4056573-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4056852-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4056869-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4056988-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4057315-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4057417-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4057500-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4057500-20,S,,,,,;701799233-4057518-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4057801-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4057937-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4058411-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4058411-20-1,S,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4058411-20-2,S,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4058485-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4058645-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4058784-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343 ;701799233-4059264-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4060160-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4060160-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4060160-20-2,S,SI,52,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4060160-20-3,S,SI,125,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4060264-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4060510-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4060651-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4060873-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4060873-20-1,S,SI,44,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4060875-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4060875-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4061310-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4061385-20,I,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4061638-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4061672-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4061707-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4061931-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4062044-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4062117-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4062319-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4062540-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4062583-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4062699-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4062960-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-4063149-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4063529-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4063736-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C64343;C53269;701799233-4063891-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4064040-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4064040-20,S,,,,,;701799233-4064102-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4064397-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4064440-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4064440-20-1,S,SI,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4064466-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4064841-20,I,SI,29,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4065289-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4065319-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4065326-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4065440-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4065556-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4065710-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701799233-4065710-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4065710-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4065807-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4065987-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4065995-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4066176-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4066384-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4066412-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4066506-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4066603-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4068357-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4068796-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4068796-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4068796-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4068835-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4069096-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4069370-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4069462-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4069462-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4069559-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4069559-20,S,SI,,,,;701799233-4069559-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4069559-20-1,S,SI,,,,;701799233-4069763-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4070516-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4070895-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4070906-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4070911-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4071175-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4071176-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4071280-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4071280-20-1,S,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4071628-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4072172-20,I,SI,38,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4072413-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4072413-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4072926-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4072937-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4073221-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4073221-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4073316-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62917;C64343;701799233-4073322-20,I,SI,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4074309-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4074537-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4074595-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4074680-20,I,SI,24,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4074981-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4075056-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4075087-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4075392-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4075393-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269;701799233-4075393-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4075491-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4075667-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4075667-20-1,S,SI,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4075782-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4076531-20,I,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4076824-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4076824-20-1,S,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4076991-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701799233-4077719-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4078036-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;701799233-4078417-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4078417-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4078417-20-1,S,,,,,;701799233-4078769-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4078866-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4078965-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4079090-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4079090-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4079090-20-1,S,,,,,;701799233-4079836-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4079913-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-4079913-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-4079913-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-4079913-20-3,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4080126-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4080203-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4080428-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4080631-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4080631-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;701799233-4081061-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4081061-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4081061-20-2,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4081168-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4081332-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4081374-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4081436-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4081451-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4081531-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4081736-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4081810-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4081810-20,S,,,,,;701799233-4081919-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4082062-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4082198-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4082400-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4082419-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4082478-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4083337-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4084702-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4084702-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4084737-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4084987-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4085460-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4085742-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4086108-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4086495-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4086655-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;701799233-4087117-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4087296-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4087296-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4087342-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4087969-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4088000-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4088081-20,I,SI,43,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4088224-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4089513-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4089745-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4089882-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4089882-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4089882-20-2,S,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4090202-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4090614-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4090779-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4090851-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4090851-20,S,SI,,,,;701799233-4090902-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4090983-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4091049-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4091049-20,S,,,,,;701799233-4091113-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4091119-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4091119-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4091488-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4091488-20,S,,,,,;701799233-4091488-20-1,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4091488-20-1,S,,,,,;701799233-4091541-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;701799233-4091911-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4091957-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4092047-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4092217-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4092217-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4092247-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4092247-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4092421-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4092496-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4092496-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-4093106-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4093547-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4093919-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4094194-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701799233-4094194-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4094339-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4094448-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve ,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;C64343 ;701799233-4094591-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4094761-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4095354-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4095632-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;701799233-4095661-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4095732-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4096034-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4096034-20,S,,,,,;701799233-4096298-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4096425-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4096606-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4096712-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4096942-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4097250-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4097250-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4097619-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62917;C63043;701799233-4097619-20-1,S,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4097721-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4097860-20,I,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4098065-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4098079-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4098260-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4098308-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4098364-20,I,SI,59,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4098398-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4098398-20-1,S,SI,43,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4098506-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4098574-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4098592-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4098629-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4098707-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4098754-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4098882-20,I,SI,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4099027-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4099027-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4099195-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701799233-4099236-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4099311-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4099329-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4099392-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4099392-20,S,SI,,,,;701799233-4099621-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4099621-20-1,S,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4099988-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4099988-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4099988-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4100128-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4100151-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4100240-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4100854-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-4101357-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4101369-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4101617-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4102090-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4102696-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4102696-20-1,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4103608-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4103977-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;701799233-4103977-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4103977-20-2,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4104427-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4104427-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4104869-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4104875-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4104958-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4105093-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4105251-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4105251-20-1,S,SI,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4105585-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4105867-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4105867-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701799233-4106435-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;701799233-4106435-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4106435-20-2,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4106454-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4106508-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4106508-20,S,,,,,;701799233-4106560-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4106700-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4106793-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4106809-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4106832-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4106832-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4106869-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4107183-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4107319-20,I,SI,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4107350-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4107350-20,S,SI,,,,;701799233-4107648-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;C64343 ;701799233-4107648-20,S,SI,,,,;701799233-4108049-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4108602-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4108602-20,S,,,,,;701799233-4108721-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;701799233-4108933-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62917;C64343;C53269;701799233-4109161-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4109383-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4109483-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4109530-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4109665-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4110005-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4110060-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4110108-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4110728-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4111349-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4111649-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4111677-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4111718-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4111814-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4112060-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4112060-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4112575-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4113092-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4113092-20,S,,,,,;701799233-4113092-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4113092-20-2,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4113491-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4113491-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4113536-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4114659-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4115111-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4115295-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4115295-20,S,,,,,;701799233-4115373-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4115373-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4115373-20-2,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4115373-20-3,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4115373-20-4,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4115523-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4115523-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4115555-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4115555-20,S,,,,,;701799233-4115707-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4116040-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4116124-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4116246-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4116246-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269 ;701799233-4116246-20-2,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4116292-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4116352-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4116747-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4116747-20,S,,,,,;701799233-4116748-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4116815-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4116815-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4117140-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343 ;701799233-4117196-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4117205-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4117373-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4117500-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4117507-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4117546-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4117612-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4117612-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4117612-20-2,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4117612-20-3,S,SI,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4117871-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4117872-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4117872-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4118022-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4118078-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4118698-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4119087-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4119087-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4119520-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4119585-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4119620-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4119620-20,S,,,,,;701799233-4119706-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4119801-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4119869-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4120331-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4120331-20,S,,,,,;701799233-4120596-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4120596-20,S,,,,,;701799233-4120614-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4120614-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4120960-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4120960-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4121032-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4121169-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4121169-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4121169-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4121169-20-3,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4121446-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4121586-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4121852-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4121852-20,S,,,,,;701799233-4121891-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4122106-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4122106-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4122106-20-1,S,,,,,;701799233-4122163-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4122311-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4122363-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4122374-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701799233-4122374-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701799233-4122405-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4122405-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4122405-20-2,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62876;701799233-4122411-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4122487-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4122496-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4122496-20,S,,,,,;701799233-4122561-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4122601-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4122698-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4122860-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4123069-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4123149-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4123149-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;C64343;C53269;701799233-4123149-20-2,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4123149-20-3,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4123179-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4123209-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4123209-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4123209-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4123209-20-3,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4123209-20-4,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4123432-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4123467-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4123618-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4123993-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4124000-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4124028-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4124050-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4124054-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4124054-20-1,S,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4124091-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4124128-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4124128-20,S,,,,,;701799233-4124233-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4124600-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4124600-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4124600-20-2,S,SI,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4124629-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4124710-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62814;C62917;C64343;C53269;701799233-4124710-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4125430-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4125443-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4125605-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4125976-20,I,SI,29,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4126014-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4126091-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4126239-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4126239-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4126473-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701799233-4126477-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4126495-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4126525-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4126557-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4126568-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4126568-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4126571-20,I,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4126579-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4126718-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4126936-20,I,SI,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4126936-20,S,,,,,;701799233-4127340-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4127353-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4127353-20-1,S,SI,70,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4127353-20-1,S,,,,,;701799233-4127597-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4127597-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4127724-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4128088-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4128088-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4128127-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4128226-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4128544-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4128820-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4128924-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4129021-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4129074-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US; MCS-P3-31-AOA-US,C53269;C64343 ;701799233-4129469-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4129471-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4129562-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4129562-20,S,SI,,,,;701799233-4129669-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;701799233-4129669-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4129839-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4130088-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4130382-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-4130408-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4130408-20,S,SI,,,,;701799233-4130519-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4130890-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4130892-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4130925-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4131002-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4131002-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4131054-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4131054-20,S,,,,,;701799233-4131208-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4131208-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4131775-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4131775-20,S,,,,,;701799233-4131775-20-1,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4131775-20-1,S,,,,,;701799233-4131903-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62917;C62876;701799233-4131903-20,S,,,,,;701799233-4131903-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4131903-20-1,S,,,,,;701799233-4132103-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701799233-4132346-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4132346-20,S,,,,,;701799233-4132744-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4132766-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4132795-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4132981-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4133064-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4133684-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4134011-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4134272-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343 ;701799233-4134297-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4134297-20,S,SI,,,,;701799233-4134349-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343 ;701799233-4134425-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701799233-4134425-20,S,SI,,,,;701799233-4134425-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4134425-20-1,S,SI,,,,;701799233-4134550-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4134616-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4135397-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4135771-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701799233-4135771-20,S,,,,,;701799233-4135852-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4135852-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4136206-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4136700-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4137087-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4137323-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4137388-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4137470-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4137602-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343 ;701799233-4138192-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4138399-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4138480-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4138545-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4138545-20,S,SI,,,,;701799233-4138654-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4138654-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62917;701799233-4138654-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4138771-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4138825-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-4138825-20,S,,,,,;701799233-4138862-20,I,SI,36,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4138928-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4139161-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4139526-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343 ;701799233-4139591-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4139591-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4140473-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701799233-4140727-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4140727-20,S,,,,,;701799233-4140742-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4140742-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4140744-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4141179-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4141341-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4141524-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4141697-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4141744-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4141777-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4141814-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4141976-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4142231-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4142435-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4142435-20,S,SI,,,,;701799233-4142435-20-1,S,SI,22,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4142435-20-1,S,SI,,,,;701799233-4142482-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4142482-20-1,S,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4142930-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4142930-20,S,,,,,;701799233-4143055-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701799233-4143055-20,S,,,,,;701799233-4143448-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4143619-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4143619-20,S,,,,,;701799233-4144056-20,I,SI,168,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4144324-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4144372-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;701799233-4144372-20,S,,,,,;701799233-4144385-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701799233-4144385-20,S,,,,,;701799233-4144385-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4144385-20-1,S,,,,,;701799233-4144400-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4144459-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4144707-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4144859-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4145658-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701799233-4145689-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701799233-4145702-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4145890-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4146148-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4146148-20,S,SI,,,,;701799233-4146292-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4146494-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701799233-4146494-20,S,,,,,;701799233-4146664-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4147311-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4147570-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4147585-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4147585-20,S,,,,,;701799233-4147585-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4147956-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4148138-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701799233-4148148-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701799233-4148192-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4148550-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701799233-4148767-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4148767-20-1,S,SI,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4148885-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701799233-4148890-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON JUNE 2, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CONDUCTION DISTURBANCE REQUIRING PACING SUPPORT AND TWO EVENTS TRANSIENT ISCHEMIC ATTACK. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON AUG 4, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF AORTIC VALVE RE-INTERVENTION (SURGICAL AORTIC VALVE REPAIR OR REPLACEMENT DUE TO MODERATE AORTIC INSUFFICIENCY AND MODERATE CENTRAL LEAK. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTED INFORMATION: SEX. NO EVAL EXPLAIN CODE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.